Manufacturer narrative:
One lf1737 was received for evaluation. The returned product met specification as received. Visual inspection noted eschar on jaw seal plate. The customer reported device difficult or impossible to open. The reported condition was not confirmed. The jaws opened and closed properly when the latch was retracted and released. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking to jaw was observed during testing of the device. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the jaws keep sticking. Activation ok and then jaws are released but there seems to be a lot of sticking. The surgeon has been instructed to make sure that jaws are cleaned regularly in bloody areas and also if jaw get very sticking double seal and then take off the tissue. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws were sticking. There was no patient injury.